Event description:
It was reported that a fluoroscopy revealed an insulation abrasion. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).